Manufacturer narrative:
Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the cartridge had been discarded. The exact source of the air cannot be determined. The user's guide states possible causes of air as loose connection or disconnection at the arterial access, air in saline for priming, bolus, or rinseback, poor flow through the access, or clamped pt line. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding manual return of blood. If additional information is received, a follow up report will be submitted. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the start of a routine hemodialysis treatment, the operator reported a high venous pressure alarm occurred and noted aire in the arterial or venous line. The operator was unsure of the exact pt line. Air removal attempts were unsuccessful. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 160cc. No medical intervention was required.